Event description:
The manufacturer received information alleging about low pressure oxygen inlet. There was no patient harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging about low pressure oxygen inlet. There was no patient harm or injury reported. The low oxygen inlet pressure was not the alleged malfunction as the device is designed to alarm if the oxygen being delivered to the device is below 40psi. This alarm does not indicate a failure of the device. The alleged malfunction was due to a malfunction of the oxygen blending module board. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.